Manufacturer narrative:
MFR date: monitor: 09/2008. Electrode belt: 04/2009. Device evaluation summary: device evaluations of monitor and electrode belt have not yet been completed. The device has yet to be returned to lifecor. A supplemental report will be submitted upon receipt and evaluation of device.

Event description:
The account coordinator (ac) of a male pt called in to zoll lifecor customer support to report that the pt had passed away. The pt's daughter reports that the pt was wearing the lifevest and rec'd a treatment shock. The pt was subsequently transported by ambulance to the hosp. The device was lost somewhere between the ambulance service and hospital. The details surrounding the pt's subsequent death are unk.